Event description:
A hydratome sphincterotome was used during an endoscopic retrograde cholangeopancreatography (ercp) procedure on a female patient (age and weight unknown) in 2007. According to the complainant, "during the procedure, the cutting wire broke on the sphincterotome." The physician removed the hydratome sphincterotome and completed the procedure with a second hydratome sphincterotome device. No patient complications were reported as a result of this event. According to the complainant, the patient was "fine" following the procedure.

Manufacturer narrative:
The device has been discarded by the user facility. A device analysis cannot be performed; therefore, the relationship between the device and the reported event is undetermined. The device history record for this lot was reviewed; no anomalies were noted. A search of the complaint database revealed that one additional complaint has been reported for this lot, for an unrelated issue. The october 2007 15-month jagtome rx sphincterotome product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. The hydratome sphincterotome product family is included in the same trend report as the jagtome product family since both families utilize the same sphincterotome device.